Event description:
Subject ID: (B)(6). Study no: dots. Right periprosthetic fracture - femoral, just below the tip of the tip prosthesis. Event is serious and is considered severe. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2018. Date of event (onset): (B)(6) 2022. (Right hip). Treatment: surgical open reduction internal fixation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.